Event description:
The customer reported a false negative reaction of a patient sample with anti-e on erytype s rh pheno double art - # (B)(4), lot 1032030. Customer had sent us the patient sample but not the complained product. The sample was tested on the retention sample of the complained lot on tango in quality control laboratory. The sample reacted negatively with anti-e on erytype s rh pheno double. Furthermore, different controls were tested on erytype s rh pheno double: all positive and negative reactions were correct and clear without any ambiguity. Additionally, the patient sample was tested with different anti-e reagents of competitors in the tube technique at different incubation temperature and times. The sample showed reactions from negative to positive. Therefore we have the educated guess of a variant or a weakened expression of e antigen. Sample was sent for molecular typing of the rhesus phenotype to an external laboratory. We are still waiting for the result.

Manufacturer narrative:
(B)(4).